Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have multiple indentations at the grip tips. The numerous indentations look as if they have been milled in. Several pieces of material measuring up to 3mm x 1, 5mm were not returned with the instrument. Common causes of the failure mode mechanical indentations/burrs instrument grips -tips are attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product, collisions with sharp objects or hard surfaces.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: no, there is no missing pieces. It broke during the surgery. Nothing retained inside patient body.